Event description:
Anesthesia resident after donning her face mask complained of facial soreness and burning. Under the mask, in the perioral area, where the mask contacted the face, there was a large erythematous lesion, sore to touch. Mask was removed and topical corticosteroid cream applied with some relief.